Event description:
The patient was implanted with t-sling. Later the patient experienced on examination under anesthesia, exposure of mesh tape in the vaginal sulcus anteriorly to the right of the midline, acute monilial vaginitis, incontinence, rectocele and bright red discharge. An excision of mesh tape from sling under general anesthesia was performed. A competitor's product was implanted. Posterior vaginal repair of rectocele (native tissue) was performed under general anesthesia.